Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 804:26 on channel b. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.08.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The following information was erroneously omitted: baxter has conducted a trend review and continues to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a colleague infusion pump that experienced failure code 804:26 on channel b was confirmed but not reproduced. The root cause was attributed to software failure. This does not require any remediation or hardware component replacement. Should additional information be received, a follow-up medwatch will be submitted.